Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, it was noted the pacing impedance measurements on the right ventricular (rv) lead were greater than 3000 ohms. Additionally, high threshold measurements and loss of capture at maximum outputs were observed. As a result, a lead revision was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that this lead was surgically abandoned. No adverse patient effects were reported as a result of the procedure.

Event description:
Information was subsequently received that this lead was surgically abandoned due to a stress fracture. No adverse patient effects were reported.